Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a superior polar oesogastrectomy, although the device was able to fire, the device's clamp was defective and stapling was impossible. It was also reported that the green button was not functional. The surgeon used a new handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a superior polar oesogastrectomy, although the device was able to fire, the device's clamp was defective and stapling was impossible. It was also reported that the green button was not functional. There was no patient injury.